Event description:
Dr. [Redacted] was operating and stated that the megadyne generator was causing sparking when using the surgical pencil. Physician requested a new generator be brought in and that the megadyne generator be removed from service and incident report be filed.